Manufacturer narrative:
The pump was received no button response due to corroded keypad traces. No button error alarms were noted. No scrolling numbers anomaly was noted. The pump also had minor scratches on the display window, cracked battery tube threads, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call that yesterday she received a button error alarm on her insulin pump. Customer kept trying to clear it until she was successful. Customer stated that she when to put her carbs in and she tried to bolus but the pump kept scrolling. Customer stated that she was in the car and the pump was in her pocket when it started alarming. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.